Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges infection and loosening of the cup. After review of the medical records, the patient was revised to address failed acetabular component. Operative reported that the patient hip was subluxed superiorly and there's a large amount of fluid that looked like was consistent with polyethylene wear. It was also reported that there was metal staining and the liner was loose from the cup. There was no mention infection in the revision notes. Head, liner and cup were removed during revision. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right hip), second revision. (B)(4) (right hip) first revision. (B)(4) (right hip) third revision.